Manufacturer narrative:
After further review from additional information MFR#: 1710034-2020-00402 has been deemed not MDR reportable. The catheter was missing. This type of event renders the device unusable, requiring replacement but will not lead to any degree of harm/serious injury. As a result MFR#: 1710034-2020-00402 is void.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced the catheter adapter/connector/hub was defective/damaged/deformed. Product defect was noted prior to use. The following information was provided by the initial reporter: before puncture after unpackaging, it was found that the catheter hub was missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced the catheter adapter/connector/hub was defective/damaged/deformed. Product defect was noted prior to use. The following information was provided by the initial reporter: before puncture after unpackaging, it was found that the catheter hub was missing.